Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. The high impedance measurements were noted one day after the patient underwent an av node ablation. Noise was observed overnight on a monitor which resulted in pacing inhibition. Intermittent loss of capture was also observed at high outputs. There was concern of lead fracture and a lead replacement procedure was planned. No adverse patient effects were reported.